Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
Doctor reported the implant in tooth location 19 was removed due to damage nerve. Patient felt paresthesia and the implant was removed. Doctor reported the damage nerve referred to paresthesia.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One tapered screw-vent implant (tsvtb8) was returned for investigation. Visual evaluation of the as returned implant identified that the external threads were damaged due to trephine removal process. However, measurements were taken using a caliper. Through dimensional analysis and comparison to drawings, the device was determined to be within design specification. Functional testing could not be performed for the reported failure (paresthesia). The implant was removed due to paresthesia. The device history record (DHR) was not available electronically for the subject lot number (1239179). Therefore, it could not be further reviewed at the time of the investigation. A notification has been sent to manufacturing to request the DHR for review. The pce will be reopened and updated if there is any indication of nonconformance, or any possible manufacturing issue related to the reported event. Complaint history review was performed for the reported lot (1239179) and no similar event or complaint was found. Therefore, based on the available information, device malfunction could not be verified due to the condition of the returned device and the reported event could not be verified as the exact details of event and patient anatomical/physiological conditions were nonverifiable.